Manufacturer narrative:
The device involved was not returned to the manufacturer as it was disposed of by the facility. The directions for use were not being followed by the staff at the time of the event. No investigation was performed, as this is a known issue with neobars manufactured on this date. Due to concerns of the neobars dislodging from the adhesive tabs, the manufacturing of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day. This is the final report.

Event description:
A report was received that the plastic bar of the et tube holder became separated from the adhesive tab after 9 days of use, which is beyond the recommended time frame of use (5-7 days). This occurred while the nurse was repositioning the patient.